Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation, after the lens was implanted in the patient's eye during the surgery, the physician noticed that there was a scratch in the center of the lens, and the lens was explanted from the eye and another lens was inserted.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and damage was observed to the intraocular lens (iol). Iol returned pressed down against three posts of the lens case base. Solution is dried on the iol. Both haptics are deformed. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch in the center of the lens". The product was subject to handling and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).